Event description:
Info received by phone call from (B)(6) on (B)(6) 2013 under (B)(4) that an unk consumer reported that he experienced an adverse event. The consumer reported that on (B)(6) 2013 he received a result of 20 mmol/dl on his nova blood glucose meter. The consumer administered 6 units of insulin based on that result and subsequently experienced a hypoglycemic event. It is unk whether or not the consumer required any medical or emergent food intervention. Upon receipt of this medwatch report (B)(4) from (B)(6), a manual internal audit was conducted based on the parameters of the info and date provided and found that there is not a prior record of this incident in nova biomedical complaint files. A new complaint was entered. No further action to be taken at this time. The consumer does not want to be contacted by the manufacture. No product will be returned.

Manufacturer narrative:
On (B)(4) 2013, nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.